Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6996sq implantable tachy lead 2003-(B)(6); 6947 implantable tachy lead 2003-(B)(6); 6726 lead adaptor 2003-(B)(6); 310f31 tissue valve 2003-(B)(6); 4194 implantable pacing lead 2005-(B)(6). (B)(4).